Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion with calcification. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that as the stent passed through the intra-coronary calcification, the stent meshes buckled, which prevented stenting. The stent could not be placed in the patient. There was no patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the onyx frontier stent was being used to treat a calcified lesion in the right coronary artery (rca). There was 70-80% highly calcified stenosis in the distal part of the middle rca, and 50% calcified stenosis in the distal rca. The device was inspected before use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was used. The patient was good clinically after the procedure, with electrocardiogram (ECG) stable. Initial reporter name and phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.